Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have both grip input disks broken. Input disks #6 and #7 were found completely broken from the inside of the housing. This causes the jaws not to release clip. The complaint was confirmed by failure analysis. Additionally, further inspection found the housing snaps broken. The broken piece was returned, measuring roughly 0.2685¿ x 0.0825¿ in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. The instrument was also found to have the housing broken near the reference number. A piece measuring approximate 0.1715¿ x 0.0830¿ was not returned with the instrument. Components adjacent to the broken housing do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not release the clip. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary noted. The instrument was not stuck on tissue. The clip could not be released. A different clip applier instrument was used to continue. The incident occurred when the instrument was inside the patient and the surgeon was trying to offload the clip onto the patient. It was unknown if the issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. It was unknown if the issue was related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while the surgeon was attempting to clip. The issue was related to unsuccessful clip application. It was unknown if the issue was related to the clip opening after closure of the clip. Weck clips that fit the size of the instrument were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. It was unknown how many times the subject instrument had been used during the case when the incident occurred.